Event description:
During product servicing by a service technician, a flo-gard infusion pump was found to have a damaged right force sensing resistor. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of damage to the force sensing resistor is unknown. To correct the condition, the right force sensing resistor was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.